Manufacturer narrative:
A review of the pump black box revealed unexplained pump reboots however, the power reboot and intermittent power was not duplicated during the investigation. The pump was run on a 24 hour basal program using the returned battery cap with no intermittent power or reboots occurring. The pump was opened and there were no defects found on the power circuit. There was no moisture found internally. There was no damage found to the battery compartment threads or the battery cap. The battery cap threads tightened properly. The battery cap contacts were within specifications. Unrelated to the original complaint, the display was dim and discolored. The battery compartment was found to be cracked below the bumper at the case seal. Additionally, the audio bolus button cover was found to be damaged but still responsive to user presses. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.